Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Based on the complaint details, the investigation determined it was likely that the disconnect wedge was not used or that there was an attempt to remove the device swivel, which is not designed to be removed; either action could result in the issue reported in the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the white ring of the tracheostomy came apart the first time they tried to pull out the tube. There was unknown patient involvement and unknown patient harm/adverse reported.